Event description:
Additional information was received from a healthcare provider (hcp) indicated on the date of this report, they did a dye study on this patient's pump and catheter and had a difficult time aspirating but decided to push the dye anyways. It was determined that the catheter tip may not be intrathecal so they would likely revise soon. The hcp needed assistance with programming. Patient symptoms were not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2015-07-12, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the catheter revision took place on 24-mar-2021. During the procedure, a new spinal segment was added, and the old spinal segment was removed after which aspiration was successful. It was noted that the explanted spinal segment was not being returned as it was not considered to be defective.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (b)(), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 20-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .45 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient reported signs of withdrawal with symptoms including ¿anxiety, aches, chills, etc.¿ to the hcp. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had had a recent replacement surgery which included revising the catheter in the pump pocket, but there was nothing abnormal during the procedure. The patient was treated for the withdrawal with oral meds and followed up with the nurse practitioner yesterday ((B)(6) 2021). A bolus was administered to see if the patient would feel it. The physician mentioned that he may schedule a catheter dye study however at this point the plan was to see the results of the delivered bolus and then potentially schedule the patient for a catheter replacement. It was unknown if the issue was resolved at the time of the report. Additional information was received on (B)(6) 2021 from the company representative and healthcare provider who reported that it was unknown at this time if it was determined to be an infusion system related device issue, patient/therapy issue, procedural issue. The physician has ordered a CT myelogram. The physician wasn't sure if the patient was consistent with her symptoms and history at this point. The cause of the issue was unknown at this time. The actions and interventions taken to resolve the issue was a CT myelogram had been ordered to assess pump components. The devices remain implanted. The physician believes the pump and catheter are working as designed, uncertain on patient¿s report of symptoms, however if working up to this point. Additional information received on (B)(6) 2021 that reported the physician completed a CT myelogram/dye study today and found the catheter had migrated to the l1 level and was epidural. Due to the amount of spinal hardware, he was weighing the option of trying to replace the catheter. The physician would consult with neurosurgery and determine next steps.